Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during impella 5.5 support, moisture was observed near the purge sidearm and was described as wet and sticky. No alarms were reported. Inspection did not identify damage to the purge sidearm. At the time of the observation, purge flow and purge pressure were reported to remain within expected ranges. The purge cassette was not removed or replaced, and the device continued to provide support. No signs or symptoms of patient injury or patient harm were reported in association with this event.